Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor "blew out of the outlet" when plugged in. No troubleshooting indicated. The remote monitor was expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950k, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed no complaint failure found. Error code 3230 was found in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.